Event description:
It was reported that gas flow continuous through inspiratory part when the ventilator is on standby mode. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer ref: (B)(4).

Manufacturer narrative:
It was reported that gas flow continuous through inspiratory part when the ventilator is on standby mode. The ventilator was investigated by our field service engineer on-site and the nozzle unit was found defective and replaced which solved the issue. No log files has been provided and no replaced parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.